Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited undersensing and low amplitude measurements. A revision procedure was performed, and visual inspection found blood on the lead. The physician attempted to reposition the lead several times, but noisy signals were seen on the pacing system analyzer (psa) and optimal sensing could not be obtained. Consequently, the physician made the decision to explant and replace the lead. The procedure was completed successfully, and no additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. H3 other text: patient consent required for analysis per german regulations; consent not received.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited undersensing and low amplitude measurements. A revision procedure was performed, and visual inspection found blood on the lead. The physician attempted to reposition the lead several times, but noisy signals were seen on the pacing system analyzer (psa) and optimal sensing could not be obtained. Consequently, the physician made the decision to explant and replace the lead. The procedure was completed successfully, and no additional adverse patient effects were reported. The lead is expected to be returned for analysis.